Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during the procedure, an activation tone was heard but no steam was visibly seen. Sealing was incomplete. It is unknown if there were regrasp alarms however there was an end tone. A new device was used to continue the procedure without any patient injury.